Event description:
It was reported that patient¿s drg system was explanted on (B)(6) 2020. No reported complications during procedure.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. It is unknown what lead has high impedance and low impedance. Hence all leads are being reported.

Event description:
Related manufacturer reference number: 1627487-2019-13575; related manufacturer reference number: 1627487-2019-13577; related manufacturer reference number: 1627487-2019-13578. It was reported that the patient has high impedance on all lead contacts on one of the right drg leads and low impedances on all lead contacts on the second right drg lead. The patient reported that the patient controller displayed an error message indicating that he could not adjust therapy on the leads with impedance issues. The left l5 and s1 leads were programmed but it was reported that the drg therapy was ineffective. After consulting with the physician patient may have a scs trial for same pain area. It was reported that patient is not having a drg lead revision at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient had a successful scs trial. Surgical intervention may be pending to address this situation. No other information at this time.